Event description:
A cre balloon dilatation catheter was used during an esophageal dilatation procedure in an adult pt (age, gender and weight unk) in 2007. According to the complainant, "when it was applied pressure more than 3 atms, it..ruptured the balloon." The procedure was successfully completed with a second cre balloon dilatation catheter. No complications were reported as a result of this event, and the pt's condition was "good" following the procedure.

Manufacturer narrative:
The suspect device has been returned, but the eval is not complete; therefore, the cause of the reported balloon rupture is undetermined. A search of the complaint database revealed no add'l complaints for this lot. The 2008 15 month cre balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no anomalies were noted.